Manufacturer narrative:
The system was examined and the reported events were replicated. The vacuum chip was replaced to address the priming issue reported. The vacuum pressure manifold was ordered to address the low vacuum. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 21, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of priming issues can be attributed to the vacuum chip. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the system does not work, the vacuum only reaches 35mmhg. The surgery was canceled. There was no patient involvement. Additional information has been requested, but none has been received to date.